Manufacturer narrative:
Correction: h10: field should contain the following statement: sus voluntary even report was received. Medwatch: mw5147180.

Event description:
It was reported that a patient presented with an unknown malfunction noted on the patient's right atrial lead. The lead was surgically explanted. No additional adverse patient consequences were reported.